Event description:
It was reported that the customer has issues regards the insulin pump and various infusion sets. The blood glucose reading at time of call was 457mg/dl, and she has been treated with insulin pen. However, the customer was constantly vomiting and troubleshooting could not be performed. The mother stated that she might have to take her daughter to the hospital. The caller stated that the customer was experiencing unexplained high glucose for twenty four hours. The customer's most recent glucose reading was 361mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.